Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead had dislocated and lead revision was performed with good measurements. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that phrenic stimulation was observed during visit. The device was reprogrammed. Patient condition was good.